Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced extreme pain on the arm where the dexcom sensor inserted and the pain went from head to her leg. Her driver drove her to the emergency hospital. When the patient arrived, she was treated with IV medication to relax the nerve. After few hours, the pain was slowly gone and the patient was discharged the same day. At the time of the report the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.